Manufacturer narrative:
The analysis was performed on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. A review of calibration signals and quality control data confirmed all results were within expected ranges. The reported false positive result was attributed to a sample-specific discrepancy. Single false positive results are covered by the assay's specificity claim. The customer was advised to follow the recommendations outlined in the assay's method sheet, which include confirmation testing using supplemental methods such as immunoblot or hcv rna detection.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas e411 rack. The initial anti-hcv result was 26.30 coi (reactive). A re-run of the same sample produced a result of 24.89 coi (reactive). Subsequent polymerase chain reaction (pcr) testing of the sample was negative. The patient was not known to be hcv positive.